Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital after receiving inappropriate hv therapy due to an svt. As the device was found to be at end of service, no programming changes were made. The device was explanted and replaced. The patient will continue to be monitored.